Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 1 month. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with fevers. The patient had a known (B)(6) bacteremia and chronic kidney disease (ckd) with dialysis. It was reported the patient presented with respiratory failure and pus around the pocket of the lvad. The vad coordinator reported sepsis and the family decided to place the patient on hospice and withdrew care. The patient expired on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Correction changed from yes to no, pump not returning a specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.